Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tubing of the drain bag was kinked.

Manufacturer narrative:
The reported issue (it was reported that the tubing of the drain bag was kinked) was confirmed, as cause unknown. During visual evaluation it was noted that the drainage tube was bent from 3.0" of the drip chamber. The received sample was received without original folding pattern. The received sample was functionally tested for drainage and no problems were found. The sample was found within specification. The root cause of bent tube could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that the tubing of the drain bag was kinked.